Manufacturer narrative:
The reported field event of charge time out was not confirmed in the laboratory. The device was tested using automated testing equipment and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's daughter reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. Prior to the death of the patient extended change time was noted. No further information is available at this time.